Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1566 for a description of the other device. It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) the extractor rx retrieval balloon ruptured upon inflation. This occurred twice and the procedure was successfully completed with a third extractor rx retrieval balloon. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Product unavailable for analysis.